Event description:
Dexcom g6 sensor inaccuracy: 7:57pm g6 reading 239, finger stick reading 190. Dexcom g6 sensor inaccuracy: 2:47pm g6 reading 97, finger stick reading is 76.

Event description:
Additional information received for report mw5150904 on 02/01/2024. Dexcom g6 sensor inaccuracy: 7:42am g6 reading 68, finger stick reading is 89.

Event description:
Additional information received on 02/06/2024 for mw5150904. Page 2 of 10 dexcom g6 sensor inaccuracy: 2:23pm g6 reading 77, finger stick reading is 114. Dexcom g6 sensor inaccuracy: 4:03pm g6 reading 135, finger stick reading is 102. Dexcom g6 sensor inaccuracy: 7:48am g6 reading 114, finger stick reading is 144. Dexcom g6 sensor inaccuracy: 12:28pm g6 reading 87, finger stick reading is 109. Dexcom g6 sensor inaccuracy: 3:43pm g6 reading 96, finger stick reading is 118. Dexcom g6 sensor inaccuracy: 11:41am g6 reading 110, finger stick reading is 138.

Event description:
Additional information received for report mw5150904 on 02/07/2024. Dexcom g6 sensor inaccuracy: 8:23am g6 reading 60 with straight arrow down, finger stick reading is 94.